Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed, and the unit was shut down multiple times. A field service engineer used the keys to use the emergency release lever while in the application to force fail the device, recovered all four doors, tested all doors, verified all latches functionality, hardware test was tested through hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower encountered a drawer failure. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.